Manufacturer narrative:
Corrected data: d1 - product long description; d2 - product code, common device name; d4 - lot#; g1 - manufacturing site; h6 - method code. Catalog and lot# updated to "unknown." Please disregard initially reported manufacturing date, expiration date, gtin, 510(k) an event regarding revision for unspecified reasons involving a head was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as no product was returned for evaluation. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the attorney that plaintiff underwent a total hip arthroplasty on (B)(6) 2010. Head was revised on (B)(6) 2011 and once again on (B)(6) 2011. *this pi is for head revision 2.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There has been one other event for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported by the attorney that plaintiff underwent a total hip arthroplasty on (B)(6) 2010. Head was revised on (B)(6) 2011 and once again on (B)(6) 2011. This pi is for head revision 2.